Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had dislodged one day post implant. The physician also indicated that they could not move the helix inside again, after the first placement of the lead. The lead was programmed off, and a revision procedure was later performed to remove and replace the lead. No patient complications have been reported as a result of this event.